Event description:
It was reported that during dilatation for treatment of the moderately calcified right iliac artery using a kissing balloon technique with stent implant, a 9x40x135 foxcross balloon was difficult to deflate after the first inflation at nominal pressure. After several attempts and applying negative pressure, the balloon ultimately deflated with no adverse effect to the patient. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.